Event description:
(B)(4). After essure was place in (B)(6) 2011 increased pelvic pain increased over the years and became horrible in late 2013 -(B)(6) 2017, especially during my cycle and ovulation. In (B)(6) 2015-2016 the pain increase randomly during the month and was more often than not. I had a hysterectomy on (B)(6) 2017 to have coils removed, as well as ovaries, tubes, uterus and cervix.